Manufacturer narrative:
Product complaint # (B)(4). Batch # t5cx79, device evaluation summary: the analysis results found that the ntlc75 device was received with the staple height selector left side broken and with no cartridge reload loaded in the device. The reload was returned with the knife exposed and had the proximal 2 drivers up and the remaining drivers down with staples present and swing tab in the locked position. The cartridge reload swing tab was reset in order to fire the cartridge. The device was test with the returned cartridge and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. Due to the condition of the staple height selector, the reported complaint was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the open gastric surgery, could not fire when severing stomach tissue. Changed the new one to complete the surgery. There was no patient consequence reported. No additional information can be provided.